Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bronch procedure, the bronchovideoscope had a cracked valve when it was flushed. The procedure was completed using a back-up device. There was no harm or injury reported.